Event description:
In 2008, the sales rep reported that during surgery the surgeon asked for a torque limiting driver and was given the wrong driver. When the surgeon turned the screwdriver the tip twisted off. Add'l info rec'd in the same month, via telephone from the sales rep. The sales rep reported that during the surgery the surgeon was given the wrong driver for torque limiting and when the surgeon used the driver he sheared off the tip of the driver. The surgeon retrieved the tip from the screw head without any difficulty and proceeded with the correct driver to finish the case as intended. No delay in surgery time.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request had been made to obtain the product. Eval is pending upon the return of the product.